Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged that the patient¿s blood glucose levels were below 70 mg/dl but above 40 mg/dl, which does not meet animas criteria for an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 08/04/2014-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box showed two consecutive 10 unit normal boluses on (B)(6) 2014 at 10:02 pm and 10:03 pm. The last basal delivery was on (B)(6) 2014. The total daily doses added up to correctly reflect the user¿s programmed basal rates. The pump reflected 24u after a 24hr on 1u/hr basal program. Advanced boluses were performed correctly; the product was found to deliver within specifications. The bolus recorded boluses at the correct time and in the correct order. The keypad was found to be undamaged and properly responsive. The complaint was not duplicated during testing.